Event description:
Intera oncology was notified by a physician that during refill on (B)(6) 2025, the pump was nearly dry and only had 5cc left in the pump. According to the physician, they performed a short interval outpatient refill on (B)(6) 2025, "with a more normal amount of remaining heparin, no other intervention and returned to normal schedule."

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The device remains implanted and in use. Therefore, the root cause is inconclusive.